Event description:
Customer reported receiving a reading of 97 mg/dl on their freestyle meter, while experiencing symptoms of hypoglycemia. Paramedics were called and upon arriving, 10 minutes later, received a glucose result of 57 mg/dl on an unk brand of meter. They then administered glucose though IV and then re-tested on their unk brand meter and the blood sugar reading was 151 mg/dl. Customer was not admitted to the hosp.